Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported the system will alarm out with error if left on. When rebooted the system will produce fluoro.